Event description:
It was reported that a malfunction with code malf 16 occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by instructing the customer to use multiple daily injections as a backup therapy and arranged for pump replacement. The customer was informed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.